Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation or complaint in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection on two separate occasions on unspecified dates in the cheek and cheekbones with juvéderm voluma® xc, patient experienced continuous itching at the injection sites immediately after injection. Patient has a history of being injected with juvéderm® ultra xc in the lips with no issues. The first injection was with 1 juvéderm voluma® xc syringe approximately 1 year ago. No information on the second occasion. Symptoms have not resolved. No intervention has been given. This is the same event and the same patient reported under MDR ID #3005113652-2016-00883 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "continuous itching" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: adverse events: "per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection on two separate occasions on unspecified dates in the cheek and cheekbones with juvéderm voluma® xc, patient experienced continuous itching at the injection sites immediately after injection. Patient has a history of being injected with juvéderm® ultra xc in the lips with no issues. The first injection was with 1 juvéderm voluma® xc syringe approximately 1 year ago. No information on the second occasion. Symptoms have not resolved. No intervention has been given. This is the same event and the same patient reported under MDR ID #3005113652-2016-00883 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.